Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/delivery test, excessive no delivery test and occlusion test or verify compromised force sensor alarm due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 120 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out and customer stated insulin was squirting out during the manual prime process. The customer was advised to the insulin pump will need to be replaced. The insulin pump will be returned for the analysis.